Manufacturer narrative:
(B)(4).

Event description:
It was reported the surgeon placed the product in a (B)(6) patient. The surgeon accidently cut herself with the "sharp edge on the blue peel away sheath while she prepared the component for insertion". Additional information received reports that initially the surgeon did not realize she cut herself, however she felt pain on her thumb and investigated. The surgeon then realized the laceration on her thumb, bleeding profusely. A pressure bandage was applied to the laceration and sterile gloves changed. The procedure was then completed. The surgeon is currently on arv (anti-retroviral) treatment for one month and has experienced muscle pain, nausea and weakness.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the surgeon placed the product in a hiv positive patient. The surgeon accidently cut herself with the "sharp edge on the blue peel away sheath while she prepared the component for insertion". Additional information recevied reports that initially the surgeon did not realize she cut herself, however she felt pain on her thumb and investigated. The surgeon then realized the laceration on her thumb, bleeding profusely. A pressure bandage was applied to the laceration and sterile gloves changed. The procedure was then completed. The surgeon is currently on arv (anti-retroviral) treatment for one month and has experienced muscle pain, nausea and weakness.